Event description:
On routine transtelephonic evaluation pacemaker found to be pacing at rates of 42-70. Pt seen by physician two days later and rates confirmed by EKG. Pt initially refused further mgmt, then subsequently agreed to have further evaluation. Seen in pacemaker clinic and unable to receive telemetry from pacemaker and pacemaker was not pacing.